Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose of 41 mg/dl after a prior elevation to 323 mg/dl following consumption of dessert without a meal announcement while using the ilet system. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included correction with oral glucose and user education, with no hospitalization. Investigation included review of the glucose report and user interview. Investigation of this case revealed that the hypoglycemia, followed by hyperglycemia occurred after correction dosing following an unannounced high-carbohydrate snack, consistent with missed meal announcement and resultant delayed therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement leading to subsequent overcorrection and hypoglycemia.